Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ ultra-fine ii¿ (short) self-contained insulin syringe there was an issue with a difficult plunger movement. It was stated ¿the plunger rod does not move easily. Botox facility 20 ut injection. When drawing it up, you need to pull the plunger very hard and it does not move easy.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to device history review due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported with the use of the bd¿ ultra-fine ii¿ (short) self-contained insulin syringe there was an issue with a difficult plunger movement. It was stated ¿the plunger rod does not move easily. Botox facility 20 ut injection. When drawing it up you need to pull the plunger very hard and it does not move easy.¿ there was no report of injury or further medical intervention.